Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, this study aimed to evaluate a consecutive cohort of patients following on a laparoscopic ventral mesh rectopexy procedure, three patients underwent examination under anesthesia and removal of an ethibond suture/tacker erosion from the posterior vaginal fornix. One patient underwent another procedure for a small bowel obstruction, one undergo deroofing of their pelvic seroma (secondary to a broad ligament hematoma).